Manufacturer narrative:
Sensor 0m00673qcp8 ¿has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no issues were observed. Visual inspection was performed on the returned sensor tail, no blood watermark was observed on the tail indicating an insertion failure. An insertion failure is due to the sensor not being properly inserted. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿check sensor¿ error message on the same day of wearing the adc freestyle libre sensor. As a result, the customer was unable to obtain sensor scans and became hypoglycemic and experienced symptoms of sweating and a loss of consciousness. The customer¿s wife provided him with sugar water as treatment and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿check sensor¿ error message on the same day of wearing the adc freestyle libre sensor. As a result, the customer was unable to obtain sensor scans and became hypoglycemic and experienced symptoms of sweating and a loss of consciousness. The customer¿s wife provided him with sugar water as treatment and no further information was provided. There was no report of death or permanent injury associated with this event.